Manufacturer narrative:
The event occurred on an unspecified date of june to august, 2022. The device was discarded and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "yellow cap was missing from the drain bag line" of an amia automated pd cycler set. This was observed during set up for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.